Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. The foot motor and head motor were returned to invacare (B)(4) for evaluation. The foot motor was confirmed to be defective; however, the specific defect is unknown, so the complaint of the foot motor drifting could not be verified. No evaluation of the head motor was available for review at the time of this investigation, so the complaint of the head motor drifting could not be verified. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
The head motor and foot motors are drifting after being put in an up position.